Event description:
It was reported that the bd alaris¿ pump module low sorbing set leaked when connected to the propofol gtt. The following information was provided by the initial reporter: "I wanted to let you know that we had another set of tubing leak in the ICU today. It was our new, portless blue tubing and it was connected to a propofol gtt. This time, the nurse had just primed the new set of tubing and was getting ready to put it in the pump when she noticed the leak. Again this time, the leak appears to be coming from right above the plastic part that sets into the channel of the pump- right where the soft tubing connects to the plastic. No medication was lost as this was observed immediately after priming and before even inserting into pump."

Manufacturer narrative:
H.6. Investigation: one used primary set, model 2260-0500, was received by the customer for investigation. The set was inspected and no defects were visually observed. The sample was primed with a blue dye solution and a leak could clearly be seen coming from the upper portion of the silicon tubing segment. The customer's complaint of a tubing leak was verified. A device history record review for model 2260-0500 lot number 21036550 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on the tubing and a tear was observed in the silicon pumping segment where it connects with the upper fitment. The root cause of the tear cannot be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21036550 regarding item #2260-0500. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module low sorbing set leaked when connected to the propofol gtt. The following information was provided by the initial reporter: "I wanted to let you know that we had another set of tubing leak in the ICU today. It was our new, portless blue tubing and it was connected to a propofol gtt. This time, the nurse had just primed the new set of tubing and was getting ready to put it in the pump when she noticed the leak. Again this time, the leak appears to be coming from right above the plastic part that sets into the channel of the pump- right where the soft tubing connects to the plastic. No medication was lost as this was observed immediately after priming and before even inserting into pump."